Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging bent test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #2 - correction - (12/27/2013). This supplemental is being sent to correct information that was submitted previously. Test strips were found to be expired, not extra.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/6/2013 and 12/20/2013, respectively, with the following findings:the test strips have passed all testing with no faults found. However, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.